Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced gross hematuria. A cystoscopy with fulguration and clot evacuation was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The patient experienced gross hematuria. A cystoscopy with fulguration and clot evacuation was performed.